Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent an unrelated surgery on (B)(6) 2019. The field representative performed troubleshooting with the clinician programmer but it was unsuccessful. The ipg is inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.